Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed they found that the ring artifact was at the top and bottom of the spin volume, normal for the imaging system. No ring artifact was found in the navigable volume of the spin. The system was functioning within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site is seeing ring artifact in their spins. No patient was present at the time of the event. Additional information was received stating that the site tried to perform gain calibration to eliminate the artifact. They were able to use the images for navigation. The artifact was not in the navigable area of the images.